Event description:
A trilogy evo was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. During the initial evaluation of the device a ventilator inoperative alarm condition indicating a system board failure was observed. The system board needs to be replaced to address the issue. A service required alarm indicating an internal battery failure was observed. The internal battery needs to be replaced to address the issue. Additionally, not related to the reportable issues, a detachable battery alarm indicating the detachable battery needs to be replaced was observed. This issue would not affect the device's ability to deliver therapy as designed. Several components need replaced due to preventive maintenance and dirt contamination. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of a ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.